Manufacturer narrative:
Correction: h1: no. Of events summarized was inadvertently filled out in the previous MDR. This field should have been blank as this report is not eligible for voluntary malfunction summary reporting (vmsr).

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B4/f8: date of this report in MDR follow up #2 is being corrected from blank to 06/22/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a prismaflex m100 set during priming. The top of the filter was observed to be loose and not properly sealed. There was no patient involvement. No additional information is available.